Event description:
Caller reported a cgm error. There was no adverse impact to the customer's blood glucose level. Technical support provided information for a pump reset and guided the caller through the process, after which the sensor session was successfully started without displaying the error code again.